Manufacturer narrative:
Analysis determined the hybrid to be fully functional with a nominal static current drain of 4.138¿a average. Based on the returned product analysis screen captures of the reported safe state and exception history anomalies, it was calculated that these two interrelated events occurred two days after the battery was connected. Other than motors stalls, no other anomalous events were logged in the device implant history. The cause of the reported status flag anomalies was due to the detection of a new firmware version. No hybrid anomalies were observed.

Event description:
On (B)(6) 2014, the patient presented to the emergency room due to the pump alarming. On (B)(6) 2014, the event logs confirmed a motor stall with no motor stall recovery. A motor stall occurred on (B)(6) 2014 at 0409 and recovered at 1320. It was noted that the patient was ¿security wanded¿ at the airport on that day. Another stall occurred on (B)(6) 2014 at 1518 and had not recovered. The patient denied any electromagnetic interference or magnetic interaction with the (B)(6) 2014 stall. The patient was given intravenous pain meds and was being admitted to the hospital for withdrawal. The pump was replaced. The device system was used to deliver fentanyl and clonidine. The patient outcome was not reported. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant medical products: product ID: 8731sc, serial# (B)(4), implanted: (B)(6) 2008, product type: catheter. (B)(4). Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.

Manufacturer narrative:
Analysis of the pump revealed that the time stamp for the pora reset showed that the reset occurred during manufacturing. This is a normal occurrence during manufacturing and did not affect in-vivo performance.

Manufacturer narrative:
Analysis of the pump found a first time power on reset seen in the safe state log and a re-initialized electrically erasable programmable read-only memory (eeprom) was seen flagged in the exception history. It was not known why these events occurred so the pump was sent for further analysis. Analysis also found motor gear train anomalies. There was corrosion, wear, and/or lubrication as well as a stall due to shaft-bearing.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.